Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01071 & 001073).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was scheduled for (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. Further follow up confirmed the revision procedure occurred on (B)(6) 2014 and that the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 right hip revision operative report noted the revision was due to pain and noted the presence of clear fluid, scar tissue and calcific areas. The modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was scheduled for (B)(6) 2014, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. Further follow up confirmed the revision procedure occurred on (B)(6) 2014 and that the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.